Manufacturer narrative:
MFR ref no: (B)(4). The device was received by baxter for eval. The device was tested during eval with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. However, eval was unable to determine the root cause and eval of known contributors to ec 322 in past repairs, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that the spectrum displays system error 322 alarms. There was no pt injury. No further info was available.